Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported via an e-mail, that the customer's pump displayed an inaccurate fill estimate. There was no reported impact to the customer's blood glucose level. Although requested, no additional information was provided by the customer.